Event description:
The customer reported that they had observed false negative reactivity while performing crossmatch testing on the ortho provue analyzer with mts anti-igg gel card lot# 010607001-19 and a pt sample with a known anti-e. The customer reported that they reviewed the results sample report for the testing performed on the provue and the photographic images of the results appeared to be negative with 2 donor units. The customer repeated testing with the two donor units in question, the pt sample with a known anti-e, and mts anti-igg gel card lot# 010607001-19 using the manual gel method. The customer indicated that they observed a weak 1+ result with one donor unit, and a negative result for the crossmatch testing with another donor unit. Results did not match historical pt data, preventing erroneous test results from being reported.

Manufacturer narrative:
Gel card malfunction was not confirmed. Returned samples were tested with retained gel cards. Results were interpreted as 1+ / "?" With the returned patient / donor samples tested on the mts anti-igg gel card lot # 010607001-19. No definitive root cause could be determined for the negative results obtained at the customer site. Refer to MDR # 1056600-2007-00139 for info regarding the ortho provue analyzer used to perform testing at the customer site.